Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that offset analog calibrations were performed to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system images were displaying scanner artifacts. The representative reported that tracking with the images was still accurate. No additional information was provided. There was no patient present when this issue was identified.